Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having touchscreen issues where it was not responsive when the login screen came up. The mouse also did not work. A reboot was performed and they were able to log into spine and were on the instruments for 5-15 minutes without touching the system before the mouse stopped working. The representative performed a hard shut down with the power button. Powered system back on and was able to use without issue. Trouble shooting included unplugging the touchscreen cable from main cart and camera cart touchscreen was not able to work. Unplugged the touchscreen cable from the camera cart and the main cart was able to use the touchscreen and mouse. Plugged the touchscreen cable from the camera cart into the main cart and the touch screen on the main cart was working as normal.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: monitor (B)(6) hd m-touch 27in s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01, c02, d02 apply. The monitor was returned for analysis. Functional testing determined that the monitor was functioning as designed. B01, c19, d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.